Event description:
It was reported that the patient visited to emergency room due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2026 with levels remaining elevated for more than four hours. Due to high blood glucose level patient experienced headache, weakness and dizziness.

Manufacturer narrative:
E:1 patient city: (B)(6). Patient country: netherlands. Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state: ca, post office: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. : FDA registration number reporting site: 8021545, manufacturing site: 8021545.